Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon inserted a proximal femoral nailing system (tfna) nail using the percutaneous radiolucent handle. After the nail was inserted, lag screw inserted, and distal locking screw inserted, the surgeon attempted to remove the handle using the t-handle ball hex 8 mm screwdriver. The end of the screwdriver broke off at the top of the connecting screw. After attempting to remove the broken end of the screwdriver, it was determined that it could not be removed which prohibited the handle from being removed from the nail. The surgeon determined that the best course of action would be to cut the percutaneous radiolucent handle close to the connection to the nail to gain better access and potentially be able to remove the screwdriver tip that broke off in the connecting screw. The hope was that if the broken piece could be removed then the handle could be removed. After cutting the handle it was determined that the piece could still not be removed and that the end of the handle, broken screwdriver piece and connecting screw would have to be left in the patient. Action taken when the event occurred multiple options were explored and considered. Three (3) pieces of different instruments had to be left. Tip of t-handle ball hex 8 mm screwdriver, the metal part of percutaneous radiolucent insertion handle that connects to the nail, and the connecting screw. Another medical intervention was required there are many additional intra-operative xrays needed to attempt to remove the instruments from the implant. There was a surgical delay of one hundred twenty (120) minutes. The procedure was not successfully completed. There was a patient consequence the surgery occurred today, so it is too early to determine inflammation or infection. However, three instrument pieces not intended to be implanted had to be left because the screwdriver broke off. Concomitant devices reported: unknown nails: tfna (part# unknown, lot# unknown, quantity# 1). Unknown nail head elem: tfna lag screw (part# unknown, lot# unknown, quantity# unknown). Unknown screws: locking (part# unknown, lot# unknown, quantity# unknown). This complaint involves three (3) devices. This is report 3 of 3 for (B)(4).